Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in the maintenance shop at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The tech found the brake casters, supports and bearings were the issue. See scanned page. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the casters, supports and bearings to resolve the issue. Based on this info, no further action is required.